Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2. Ref MFR report: 1627487-2014-26288. It was reported the pt is not receiving effective stimulation. The sjm rep met with the pt and lead diagnostics showed multiple invalid impedances and the amplitude could not be turned up. The sjm rep was unable to resolve the issue with reprogramming. A CT scan has been ordered and surgical intervention may be pending.